Event description:
It was reported that an asymptomatic patient presented in clinic; the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).